Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a vessel. The device was inspected with no issues. Negative prep was not performed. The lesion was pre dilated. The device did pass through a previously deployed stent. It was reported that the balloon did not inflate. It was reported that on removal of the device from the vessel, the stent detached from the balloon, closing the vessel and resulted in the patient requiring CPR. The patient is reported as alive with injury.

Manufacturer narrative:
Additional information- the lesion was at the mid to distal lad. There was mild degree of calcification and tortuosity observed. The initial % stenosis was about 80%, but prior to stent placement several balloon inflations were performed to facilitate the sent implantation. No resistance was encountered when advancing the device. Excessive force was not used. It was reported that on removal of the device from the vessel, the stent dislodged from the balloon, closing the vessel and resulted in the patient requiring CPR. When the lad became blocked by the undeployed stent, blood pressure fell and the patient underwent short CPR including chest pressure and fluid addition. The dislodged stent was not removed and remains in the patient. The stent was crushed by several balloon inflations since the guidewire could be advanced only between the undeployed stent and the artery wall. After this crushing, the whole area including the lesion plus the crushed stent, was covered by two additional stents with good final result and good lad flow. Cine image review- a dominant rca with discrete non-significant lesions at proximal and mid segments. Pda with significant stenosis in distal segments of the rca. Lm without lesions. Lcx with significant distal lesions. Om2 and om3 with significant lesions. Type a lad with previous stent at a bifurcation with first diagonal. A significant stent restenosis is present at the distal stent segment (within the 5-mm distal stent edge). Timi 2 flow through and after the stent is noticed. Additionally, a significant lesion at the first diagonal ostium is observed. First diagonal is a long, and significant diseased vessel. A significant lesion is noticed between mid-distal segments of the lad with no ¿healthy¿ (open) vessel at the end of the lad. Pci: pre-dilation of lad distal and mid-distal lesions was completed twice. No major lumen gains were achieved after dilation. Long stent implantation was attempted; stent is observed to be dislodged with only minimal proximal and distal stent expansion. Additionally, the distal stent segment appeared open. The vessel was re-wired using a guide extension catheter. The dislodged stent was crushed with poba and two stents were implanted. Final timi 2-3 flow was achieved. Of the first diagonal ostium was balloon dilated. Evaluation summary - an inflation accessory was attached to the luer of the delivery system. The stent was not present on the balloon and did not return for analysis. The balloon folds were expanded. Contrast was visible in the balloon. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. The balloon failed negative prep. On pressurisation of the delivery system, liquid was observed exiting distal shaft. The delivery system failed to maintain pressure. The balloon did not inflate. Upon visual inspection of the delivery system, there was a longitudinal tear on distal shaft approx. 1.1cm distal to the guidewire entry port. The tear measured approx. 0.6cm in length. On manipulation of the delivery system by rolling the distal shaft, the tear appeared to open. Damage was evident proximal to the tear site. A second tear site was evident approx. 0.9cm proximal to the guidewire entry port measuring approx. 0.1cm in length. The material proximal to the tear site appeared to be lifted. It was not possible to perform inflation testing due to the tears on the distal shaft. No other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A video was provided. The video shows the healthcare professional holding the complaint device and pressurizing the device with fluid. Fluid is visible exiting the device on the distal shaft . A guide wire is inserted and the device is pressurized again. Fluid is visible exiting the device with the guide wire in place. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Scanning electron microscopy (sem) analysis-results of the sem analysis indicate that the tear itself was very clean, likely to have been from a sharp blade. Indications suggest that the tear occurred from proximal to distal, with the appearance of possible puncture marks on the proximal edge of the tear and a narrowing of the tear at its most distal edge. The tear is clean with no indication of it being excessively expanded or bulging at the edges which may suggest that this tear was present prior to and not caused by inflation pressure. Correction -negative prep was carried out prior to use with no issues noted. If information is provided in the future, a supplemental report will be issued.